Event description:
On (B)(6) 2018, embolization procedures were performed at the left subclavian artery and at the entry spot.

Manufacturer narrative:
The review of the manufacturing and the sterilization paperwork verified that this lot met all pre-release specifications. Additional information was requested but not available. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to treat a stanford type b dissection repair. The patient tolerated the procedure. On (B)(6) 2018, an angiography revealed a proximal type I endoleak from the conformable gore® tag® thoracic endoprosthesis (tgu373715j/17292399) implanted proximally. On (B)(6) 2018, an embolization procedures were performed at the left subclavian artery and at the entry spot. A final angiography showed that the endoleak was fixed. The patient tolerated the procedure.